Event description:
Caller reported a malfunction on their pump displaying malf 3 error code, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump, advising the caller on using backup therapy with multiple daily injections to maintain insulin delivery.